Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to on (B)(6) 2018 using the cooladvantage, coolcore applicator to the posterior waist, chest, and lateral waist, using the cooladvantage curve applicator on the anterior waist, using the cooladvantage fit applicator on the upper abdomen and lower abdomen, on (B)(6) 2018 using the cooladvantage fit applicator to the lower abdomen, and to the lateral bra/chest area using the coolsmooth applicator who developed paradoxical hyperplasia (pah/ph) diagnosed at the upper abdomen, lower abdomen, waist, and chest on (B)(6) 2019.

Manufacturer narrative:
Corrected data d1: brand name.

Manufacturer narrative:
Corrected data b5 - applicator name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to on (B)(6) 2018 using the cooladvantage, coolcore applicator to the posterior waist, chest, and lateral waist, using the cooladvantage curve applicator on the anterior waist, using the cooladvantage fit applicator on the upper abdomen and lower abdomen, on (B)(6) 2018 using the cooladvantage fit applicator to the lower abdomen, and to the lateral bra/chest area using the coolsmooth pro applicator who developed paradoxical hyperplasia (pah/ph) diagnosed at the upper abdomen, lower abdomen, waist, and chest on (B)(6) 2019.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to on (B)(6) 2018 using the cooladvantage, coolcore applicator to the posterior waist, chest, and lateral waist, using the cooladvantage curve applicator on the anterior waist, using the cooladvantage fit applicator on the upper abdomen and lower abdomen, on (B)(6) 2018 using the cooladvantage fit applicator to the lower abdomen, and to the lateral bra/chest area using the coolsmooth applicator who developed paradoxical hyperplasia (pah/ph) diagnosed at the upper abdomen, lower abdomen, waist, and chest on (B)(6) 2019.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.